Manufacturer narrative:
Manufacturer's investigation conclusion: a specific cause for the reported the reported event of cardiac arrhythmia, as well as a direct correlation to heartmate ii left ventricular assist system (lvas), serial number (B)(4), could not be conclusively determined through this evaluation. The patient remains ongoing on heartmate ii lvas, serial number (B)(4), with no further related issues reported at this time. The relevant sections of the device history records for (B)(4) were reviewed and showed no deviations from manufacturing or quality assurance specification. The heartmate ii left ventricular assist system (lvas) instructions for use (IFU) is currently available. Section 1 of this IFU, ¿introduction¿, lists cardiac arrhythmia as an adverse event that may be associated with the use of heartmate ii left ventricular assist system. Section 6, ¿patient care and management¿, also lists arrhythmia as a potential late postimplant complication. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient developed sustained ventricular fibrillation. The patient was admitted to the hospital on (B)(6) 2022. The arrhythmia required direct-current (dc) cardioversion or defibrillation, following which the patient improved. The patient was asymptomatic. The patient had no ventricular fibrillation prior to left ventricular assist device (lvad) implantation. The patient was discharged on (B)(6) 2022 after an arrhythmic drug adjustment. The arrhythmia was not thought to be related to the lvad device.